Event description:
It was reported that both the upper and lower cases were broken on the external pulse generator (epg). The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower case, upper case, ventricle output connector, and battery drawer are broken. Analysis also found the ring cover, both bail covers, ring, and both bails are missing. Battery contacts are compressed, keyboard is scratched and stained, and the battery release is contaminated. (B)(4).